Event description:
Health professional reported an alleged leak with a lap-band port. The event was first noticed "during band adjustment when the nurse noted fluid missing and the pt felt a sudden loss of restriction." The "fluid missing was confirmed on an x-ray." The port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."